Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The complaint was confirmed as product was returned. Visual inspection of the returned oxford blade confirmed the product had fractured. All the fractured pieces were returned. Also noted scratches on the fractured blade. DHR was reviewed and no discrepancies relevant to the reported event were found. It was mentioned that the patient had "super hard" bone and the blade got stuck in the sclerotic bone. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Report source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during surgery, the instrument got stuck in the bone and fractured into three pieces. Parts were removed from the patient. Attempts have been made and no further information has been provided.